Event description:
During a falloposcopy procedure, the coaxess catheter perforated the uterus with the straigtening mandrel in place. The perforation occurred close to the uterotubal ostium. No medical intervention was required. The adverse event is marked "other" because it is unknown as to whether or not the event results in permanent impairment of body function or permanent damage to body structure.